Manufacturer narrative:
Following repositioning surgery, the recipient reportedly experienced device extrusion. The recipient's device was explanted. The recipient was prescribed antibiotics. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. This is the final report.

Manufacturer narrative:
Repositioning surgery was reportedly attempted on (B)(6) 2017, however, was unsuccessful. The recipient underwent repositioning surgery on (B)(6) 2017.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection and skin necrosis. The recipient reportedly underwent surgical debridement of the necrotic skin during device repositioning surgery. The recipient was prescribed ceftriaxone and rifampicin in (B)(6) 2017, and post-explant for an additional 6 weeks. The recipient is reportedly doing well. The external visual inspection revealed the electrode was severed near the electrode ground ring and along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an air pocket at the implant site and device migration. The recipient underwent repositioning surgery on (B)(6) 2017.